Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly, and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer's mother reported that the customer lost consciousness due to hypoglycemia while at school. The customer was subsequently treated by the school nurse for a blood glucose reading of 30 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer's infusion set was last changed two days prior to the event. Nothing further was reported.